Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set tubing had a cut where the blood comes out during extraction. Exposure to blood occured. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received unused samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a small cut in the tubing with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed under pressurized conditions and no issues were observed with the tubing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a cut in the tubing with the incident lot was observed. Additionally, evaluation/testing of the customer unused samples was conducted and no issues were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a potential issue during manufacturing. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.